Event description:
The customer stated an architect c8000 analyzer generated a false negative sodium result for one patient sample. The analyzer generated an initial sodium result of 111 mmol/l. Upon repeat sodium results of 120 mmol/l and 131 mmol/l were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.